Event description:
An attempt was made to use the device on a person diagnosed as pulseless and apneic. The device allegedly failed to power up completely. The display screen became partially illuminated each time the operator attempted to turn the device on. Ambulance personnel subsequently arrived and diagnosed ventricular fibrillation. Shocks and drug therapy was administered. The pt was transported to the hosp and later expired. An attending nurse indicated the reported problem did not likely cause or contribute to the pt's outcome.